Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The nim system (mainframe, interface, stimulator, muting probe) were returned to the manufacturer. The service and repair technician confirmed the complaint (warnings failure/volume not loud enough). The evaluation identified a mainframe cpu board and audio mixer board failure; both items were replaced. The interface, stimulator, muting probe received preventative maintenance. The system was tested and passed all manufacturing specifications. The system and its accessory components were returned to the customer.

Event description:
It was reported that the nim mainframe volume was not loud enough and the warnings were not working. There was no report of patient involvement, impact, or injury. The system was sent to the manufacturer's service and repair for evaluation and repair.